Event description:
It was reported that this lead had dislodged and was replaced. To date the status of the lead was not provided despite efforts to obtain this information. No additional adverse patient effects were reported.

Event description:
It was reported that this lead had dislodged and was replaced. Additional information is pending regarding the return status of this lead. No additional adverse patient effects were reported.